Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The single board computer, generator interface, display adapter circuit boards will be replaced along with the hard disk. At the time of this report, the service rep is awaiting delivery of parts. No further problems are anticipated once repairs are made. An add'l report will be generated and submitted if further info becomes available.

Event description:
It was reported that the system 9800 would not initialize on the first attempt whenever the system has been off for any period of time. There was no adverse pt involvement reported. There was no pt info reported.